Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air bubble. The following information was received by the initial reporter with the following verbatim. It was reported there was an over infusion of propofol to a patient receiving treatment for septic shock. The propofol was intended to infuse at a rate of 30mcg/kg/minute. However, the rate of infusion was changed from 30mcg/kg/minute to 90mcg/kg/minute for approximately 30-45minutes. The event occurred between 10-11pm. They saw the tubing segment bubble up.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.